Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of the broken tip was confirmed. Based on the results of the investigation, the suggested event was likely due to improper handling, application of excessive force, mechanical impact like fall, shock, or similar stress, or thermal mechanical overload. Based on the described damage pattern, it can be assumed the insulation tip's damage was caused by mechanical thermal influence. Unfortunately, it cannot be determined with certainty whether there was previous damage on the device or any damage on the ceramic insulating insert was caused during the last reprocessing or during the last usage. In case of an unknown location of the insulating insert¿s ceramic fragment, appropriate procedures such as x-ray methods or computer tomography can be used for localization and removal if necessary. The event can be detected or prevented by following the instructions for use which state: the instructions for use carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. The investigator also refers to the chapter 4.1 ¿inspection and testing¿ of the instructions for use (IFU) regarding the proper reprocessing of the affected device. Prior to using medical devices, please ensure they are in perfect technical condition. See also the warnings in the instructions for use (IFU). 4 before use warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the resectoscope sheath had the tip broken off. There were no reports of patient harm.